Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6) 2013, the device was found in standby mode. The exact date and time of the switch to standby mode were required.